Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years and 11 months post implant of this bioprosthetic valve, the device was replaced valve-in-valve with transcatheter aortic valve due to stenosis. No additional adverse patient effects were reported.